Manufacturer narrative:
On 2/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: upon initial inspection, seven (7) tears were observed measuring approximately 1.5 cm, 0.5 cm, 0.5 cm, 0.5 cm, 1.0 cm, 0.4 cm, 0.4 cm located on the anterior aspect was noticed. No additional anomalies were discovered. During the microscope examination striations were detected in the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The medical record evaluation (mre) of lot number 13200 was requested to the quality operations team. However, the physical file of the DHR was not found in the boxes located in iron mountain. Therefore the evaluation cannot be process at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel, 300cc silicone breast implant, catalog number 3543007. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel, 300cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician through MRI examination . As a result patient had the device explanted on (B)(6) 2019.